Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on 28jul2025. At this time, the unloaded voltage of the backup battery was under the acceptable voltage threshold, triggering the alarm. The alarm remained active throughout the remainder of the data, and the alarm did not prevent the pump from operating as intended throughout the data. No other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that the controller was exchanged to resolve the alarm, and that the controller and backup battery remain in use at this time. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had exchanged their system controller after a persistent emergency backup battery (ebb) fault alarm. The ventricular assist device (vad) coordinator disconnected and reconnected the ebb. The controller exchange resolved the issue. The vad coordinator reseated the ebb. Afterwards, there was no further alarm. At this time, the ebb stayed in the system controller and would not be exchanged yet.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.